Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet off their shorts into a bathtub, after which the screen cracked and the device could no longer be used; blood glucose was reportedly not impacted, and the user transitioned to backup therapy while a replacement ilet was shipped. Symptoms included no adverse clinical effects. Outcomes included no interruption of glycemic control and no need for medical care. Investigation included collection of use history and return of the damaged device for evaluation. Investigation of this device revealed physical damage to the display assembly consistent with accidental impact, leading to a nonfunctional screen and loss of usability. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to handling conditions outside normal use.